Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 60 year old male pt, the device failed to pace. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.